Event description:
It was reported that this right ventricular (rv) lead was damaged and missing insulation from around the pin. Due to the limited information received, further follow-up to obtain related details was not possible.